Event description:
The device was used during a video laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, the customer's reported event was confirmed. The safety shield retracted and returned inconsistantly. Necessary steps to prevent recurrence has been taken.